Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). An attempt was made to deploy second mitraclip medial to first clip. A damage in anterior leaflet was observed during grasping attempts with second mitraclip. As a result, the procedure was terminated with removal of second mitraclip from the anatomy. The mr was reduced to grade 3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was due to patient anatomy and procedural circumstances. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.